Event description:
Healthcare professional reported left side deflation. Device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device analysis:visual analysis of the returned device identified: crease fold, wear abrasion and opening. Leak test was performed and found opening on radius. A microscopic analysis was performed which identify opening sharp in the radius side. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is: a sharp opening on the radius side assessed to an unidentified (tear) opening. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported left side deflation. Device has been explanted.